Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the next morning post a scheduled upgrade, the ra lead had dislodged. Chest x-ray was performed and confirmed dislodgement. The patient then underwent a ra lead repositioning procedure. The patient tolerated the procedure well, and patient was stable.